Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A tapered screw-vent implant (tsvb13) packaging was returned. Visual inspection of the returned product identified an outer box with the outer vial. The tamper evident ring at the bottom of the cap on the outer vial was broken/opened. The inner vial and the implant were missing from the packaging. The exact details of the device condition as received by the customer are unknown. Therefore, the reported event could not be verified based on the information available. The complaint alleges a packaging issue that cannot be functionally evaluated. Therefore, no additional testing was performed. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Review of the DHR for lot number 63278660 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. The reported event (missing component) could not be verified, as the exact details of the device condition as received by the customer are unknown since the tamper evident ring at the bottom of the cap on the outer vial was already broken. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). G1-g2: contact office - name/address. G4: date received by manufacturer. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that during inventory, the doctor noted that a package for an implant (tsvb13), was missing the implant.